Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, deformation, and cloudiness in the gel observed after the autoclave disinfection cycle. Microanalysis was performed and identified wear abrasion. Weight measurement of the device identified device was overweight, but this was not considered a workmanship issue as all units of the weight report were within specification when released from the manufacturing process. Based on the device analysis the final assessment was crease/folding of implant condition that was indicated in the complaint was observed and was not considered a workmanship as the device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.